Event description:
Reportedly, during the unknown procedure the patient was burned at the rem pad contact site.the patient received long and narrow blisters for which a treatment or outcome is unknown or unavailable.